Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm, implantable cardioverter defibrillator, (B)(6) 2013; 6935, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that office evaluation of the implanted system revealed no capture or sensing on the right atrial (ra) lead. It was determined with x-ray that the ra lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.